Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the system indicated a fluoroscopy error. No further information regarding the issue has been provided. No service has been performed by philips since the service was not accepted by the customer. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura xper fd20 system indicated a fluoroscopy error. No harm has been reported. It is currently unknown if there was a loss of fluoroscopy on the device. Philips has started an investigation of the complaint out of an abundance of caution.